Event description:
It was reported that during the knee arthroscopy procedure, the device was smoking and sparking. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
The reported complaint has been confirmed. Unit displays ¿short circuit detected ¿error message upon power up. Cause of error is a defective main pcb. A transistor is shorted out and a resistor is burnt. Control unit passed functional testing with a known good main pcb installed. The complaint investigation has concluded that a defective or shorted out hand piece is the most likely cause of the damaged components. After the evaluation the root cause for the reported issue was determined to be electrical component failure. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.